Event description:
This is a report from baxter (B)(4) of a female patient that experienced a blood leakage. The leak occurred at the y junction. No patient injury or medical intervention has been report. No additional information is available.

Manufacturer narrative:
This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is not available for evaluation therefore the reported condition cannot be confirmed or duplicated, and the assignable cause cannot be determined. The lot number is not known; therefore a batch review cannot be conducted. Should additional information become available, a follow up medwatch will be submitted. (B)(4).